Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
During the assistance with a low drain volume alarm on the home choice (hc), occurring during use, during initial drain, the patient revealed that there was air in the patient line. The technical service representative (tsr) then advised the patient to end therapy and to contact their peritoneal dialysis registered nurse (pd rn). During follow-up, the care giver (cg) was asked about the reported problem. They stated for that evening they did end therapy but resumed therapy as normal the next evening. They stated the patient has been doing well, and has not had any problems since that evening. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a report of a low drain volume alarm. Complaint is confirmed because patient reported air in the patient line which can cause the low drain volume alarm. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.